Event description:
It was reported that prior to placing a lead a csf leak occurred. As a result a blood patch was performed. The patient reported pain postoperatively and was placed on a steroid regimen.

Manufacturer narrative:
All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system.